Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err 68. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. Customer complaint confirmed because of the occurrence of the "call tech support" error. The root cause could not be determined.